Event description:
It was reported that during an unknown procedure, the device would not staple or cut. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was rec'd with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was rec'd fully loaded with staples and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verifty the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. However, the returned cartridge was loaded into a test device and tested for functionality. The device fired, cut and formed all the staples as intended. Cartridge batch# a5cy2n.